Event description:
It was reported that the pump shut off unexpectedly. Upon powering the pump back on, it was discovered that the pump date was incorrect. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer's blood glucose level was "high" per continuous glucose monitor readings. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.